Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Event description:
Subsequent to the initial report filed, additional reported information indicates that cuff misses occurred with both proglide devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using two proglide devices and unknown failures occurred. An unspecified method was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was provided.